Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The follow-up data provided to us have been analyzed and the observation of artifacts in the rv channel leading to inappropriate shocks can be confirmed. Furthermore, an abrupt increase of the rv impedance and simultaneous decrease of the shock impedance in (B)(6) 2016 was found. Despite the information made available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 37 months, oversensing with shocks were reported. A new lead was implanted. The lead was capped and left in the patient.